Event description:
In (B)(6) 2008, I underwent a bilateral procedure to secure my meniscus and repair the associated ligaments in my tmj's as a result of a chronic dislocation of the articular disc and associated pain. This was accomplished through the use of the (B)(4) tmj anchors. The anchors are drilled into the side of the condyle. The disc is then secured by threading permanent suture through the eye of the device in an effort to mimic the natural function of the temporomandibular joint system. Shortly after these devices were implanted, I began suffering from debilitating migraine headaches, bite changes, dizziness, nausea, memory loss, eczema, chemical sensitivities and intolerance to heat/cold and have recently learned that this was a direct result of the bone resorption caused by what is known as a "foreign body giant cell reaction". In (B)(6) 2009 both devices were explanted and I was fitted with custom prosthetics.